Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer went to the emergency room (ER) due to a blood glucose (bg) level of over 500 mg/dl and a high level of ketones. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Tandem technical support was unable to verify and troubleshoot for the occlusion alarm as contact did not have the pump at the time of the report. No additional information was provided.